Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced hyperglycemia of 400 mg/dl for 2-3 days, and he believes the insulin delivery of the infusion device is too low. He delivered insulin via pen to treat hyperglycemia, and no adverse event was reported. The alleged product was requested for evaluation.